Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the recipient report, the device was explanted due to a migration of the active electrode out of cochlea. Mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user did not have good benefit in early 2023. Reportedly, the first fitting happened in 2021 but the user could not get good benefit from the ci system at that time and the parents decided to get their daughter treated with language rehabilitation training. The user has been re-implanted.

Event description:
The user did not have good benefit in early 2023. Reportedly, the first fitting happened in 2021 but the user could not get good benefit from the ci system at that time and the parents decided to get their daughter treated with language rehabilitation training. No further information about the outcome of the treatment has been received before early 2023.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.